Event description:
The customer states that one patient sample generated positive architect stat troponin-I assay results of 0.517 to 0.613 ng/ml. The patient?s physician stated that these results did not match the patient?s clinical condition (thoracic pain, ECG negative, bnp = 155 pg/ml). The sample was then tested with the triage methodology and generated a troponin-I result of 0.15 ng/ml (cut-off of 0.40 ng/ml). The customer retested this same sample eight days later and generated a result of 0.655 ng/ml on the architect platform. The cta discussed cross-reactivity of the assay with skeletal troponin-I and with cardiac troponin-c and -t. The customer understood and required no further assistance. There is no reported impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Lot #: from 27807un08 to 29499un09; catalog#: from 2k41-25 to 2k41-28. The investigation began with accuracy testing (using in-house retained reagents), which evaluates the ability of the architect stat troponin-I assay to provide accurate results in a portion of the assay's dynamic range. One architect instrument was calibrated and controls were run to validate the curve. Six replicates each of an in-house panel were tested. The panel is material which was spiked with known concentrations of troponin. Acceptance criteria were met with all six of the panel replicates within the specification of 0.22-0.42 ng/ml. Our testing supports the fact that this product is capable of providing accurate results. A review of customer complaints was performed to determine if other customers have experienced the issue encountered at this customer facility. The review of this data did not identify an increase in complaint activity for the issue observed. The architect stat troponin-I reagent package insert (B)(4). Contains sufficient information to address this customer's present issue. This current investigation determined that the architect stat troponin-I reagent is performing as intended and meeting its safety, effectiveness and label claims. No device malfunction was identified. This is a final report.